Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was over 700 mg/dl. The customer stated that he was unable to get his blood glucose levels down by changing infusion sets, bolusing with the insulin pump, nor manual injections. He noted that he had experienced high blood glucose for 2 days prior leading up to the event. He complained of vomiting blood while in the hospital. He confirmed that he had been wearing the insulin pump at the time of admittance but was taken off upon hospitalization. He advised that he did not think the issue was related to the insulin pump because he had similar issues with a previous device that had been replaced earlier that month. He reported fluctuating blood glucose and concerns with sensor versus blood glucose reading discrepancies but declined troubleshooting. He was treated and discharged after 6 days. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.